Event description:
It was reported that the patient experienced syncope and bradycardia. It was noted that the leadless implantable pulse generator (ipg) was not pacing. The ipg remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.